Event description:
Crrt (continuous renal replacement therapy) filter leaking large amount of fluid therapy onto floor. No alarms, able to return blood. Cartridge lot number 41078016. Fluid bag lot number 2438593202 x4 bags.